Manufacturer narrative:
Concomitant medical products: b. Braun 1000ml IV bag of 0.9% nacl; b. Braun 100ml IV bag of 0.9% nacl and morphine, therapy date: (B)(6) 2016. The customer¿s report of unregulated flow was confirmed. Testing of the pump module found it to be infusing within specification. Visual inspection of the set showed no anomalies. Functional testing of the set resulted in backflow into the primary bag, confirming a check valve failure. Further investigation showed an acrylic particulate on the check valve diaphragm, measuring 0.00817 inches. The cause of the report of unregulated flow was a defective back check valve due to a particulate found on the diaphragm. The source of the particulate was not identified.

Event description:
The customer reported a nurse observed an unregulated flow during initiation of a secondary infusion of morphine, dosage and rate not provided. The nurse stopped the infusion before any of the medication reached the patient; there was no patient harm.